Manufacturer narrative:
Product event summary: the data files were returned and analyzed. The data files recorded system notice (B)(4) ¿the safety system has detected a high level of refrigerant flow and stopped the injection¿ unrelated to the reported issue. The balloon catheter, 2af283 with lot number 59302 was not returned for investigation.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryoablation procedure the physician noticed bubbles on the catheter side of the connection between the balloon catheter and coaxial connector. The catheter was then replaced to resolve the bubbles and the procedure was completed successfully.

Manufacturer narrative:
Product event summary: the balloon catheter, 2af283 with lot number 59302, was returned and analyzed. Visual inspection of the catheter showed the device was intact with no apparent issues. Smart chip verification showed the catheter was used for 6 injections. The catheter failed the performance test due to an unrelated complaint of frost formation on the coaxial connector during the ablation cycle. Dissection revealed a leak path through the catheter coaxial connector adhesive. In conclusion, the balloon catheter failed the returned product inspection due to a leak path through the catheter coaxial connector adhesive. The air ingress was not reproduced. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.